Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issues april 16, 2014. Device (s) listed in this report is (are) used for treatment, no diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.

Event description:
Customer reports black, blue, red rash and inflamed skin under wafer and tape collar with red rash extending down toward pelvis and down right leg. Using soap and powder. Customer reports pulling wafer off skin while it is adhered well. Patient's outcome was not reported.